Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had chest pain and an ambulance was called to transport the patient to the hospital. Upon arrival of the patient to the hospital, the patient's condition deteriorated quickly and required the patient to be intubated, an impella cp device was placed, and the patient was taken for coronary intervention procedures. It was reported while on impella cp support, that blood-tinged urine was observed after a foley catheter was inserted, although appeared to clear as the bladder emptied. On the morning of (B)(6) 2022, the patient's nurse reported that the blood samples sent for laboratory testing were hemolyzed. The physician was concerned the patient may be experiencing disseminated intravascular coagulation (dic). Due to the hemolysis the patient was experiencing and the possible dic, blood products were ordered and transfused to the patient. The physician believed the impella was not involved with the dic condition. Despite aggressive efforts, the patient's condition continued to decline and the patient became extremely acidotic, which caused the patient's temporary pacer to be unable to capture. The patient's pressures continued to fall, and the patient expired while on support. There were no noted impella cp device malfunctions. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
No product was returned for investigation. The long-term log shows many suction alarms at the end of the case, likely when the device was too deep in the ventricle. Position in aorta alarms are then seen likely when the pump was being repositioned. The cause of the hemolysis was most likely improper positioning of the device. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿if the impella catheter is positioned too far into the left ventricle, the patient will not receive the benefit of impella catheter support. Blood will enter the inlet area and exit the outlet area within the ventricle. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood-colored urine.¿ impella catheter in papillary muscle ¿if the inlet area of the catheter is lodged adjacent to the papillary muscle, the inflow may be obstructed, resulting in suction alarms. This positioning is also likely to place the outlet area too close to the aortic valve, which can cause outflow at the level of the aortic valve with blood streaming back into the ventricle, resulting in turbulent flow and hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: hemolysis ¿patient conditions¿including catheter position, pre-existing medical conditions, and small left ventricular volumes¿may also play a role in patient susceptibility to hemolysis." "Hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ this report is being filed as part of a retrospective review of historical records.